Event description:
It was reported that "after positioning the stent has not expanded" with no clinical consequence to the patient. No other information was provided.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device noted that the microdelivery catheter was separated 3.7cm distal to the hub on the proximal outer shaft. The inner braiding was stretched but intact. This damage most likely occurred when excessive force was applied to the device during use. The distal end of the microdelivery catheter was compressed. Blood was noted to be present in the microdelivery catheter. The stabilizer was noted to be stretched and was jammed in the microdelivery catheter. The stent was in its intended location in the microdelivery catheter. No other anomalies were noted. Based on the investigation and the information provided it is not possible to determine the cause of the reported event.

Event description:
It was reported that "after positioning the stent has not expanded" with no clinical consequence to the patient. No other information was provided.

Manufacturer narrative:
(B) (4): stent failed/unable to open properly.